Manufacturer narrative:
Device 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092, manufacturing site: 3005778470.

Event description:
End user reports an issue with the gentle cath 501014 packaging. He says that it has been happening more often that the blister pack paper is ripping as he opens the packaging to get to the catheter. He says that this can lead to an increased risk of infection as it is harder to open the packaging. No photos were provided. There was no harm. This emdr covers the unknown lot numbers and unknown quantity associated with the reported defect.